Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via cut down at the left femoral artery. The 80% stenosed target lesion was located at the moderately tortuous and severely calcified left anterior tibial artery. A non bsc guide wire encountered difficulty crossing the target lesion via an ipsilateral approach. A 2x120x150 sterling sl mr balloon catheter encountered significant resistance during insertion and was advanced to the target lesion for pre dilation. During the first inflation at 3atms a contrast media leak was noted and a balloon rupture occurred. The sterling sl mr balloon catheter was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).